Manufacturer narrative:
Correction: h6 correction. Previously "contamination / decontamination problem", now specified as contamination of device ingredient or reagent a180102.

Event description:
It was reported during implant procedure that blood had gotten into the body of the right ventricular lead and was seeping out during fixation. The lead was exchanged. There were no patient consequences.